Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a vistec sponge. The customer reports that there were small fibers on the operating room field noted from a separate package of raytecs. The staff believes it may just be from vigorously cleaning tube instruments. This incident occurred during a spine procedure. The wound was thoroughly irrigated during and at the end of the case. When the surgeon was satisfied he closed the pt.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.